Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Prior to procedure, it was noted that the rv lead exhibited oversensing. The physician attempted to implant a new lead but the procedure was abandoned due to patient anatomy. Programming changes were made. The patient was in stable condition.